Manufacturer narrative:
D4: serial no: per the reporter it is not clear which pump was involved in the event; therefore, these three serial numbers (B)(6) are potential serial numbers involved in the event. E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient went into cardiac arrest wherein the patient was connected to a novum iq large volume pump. During an unspecified infusion, the patient went into cardiac arrest. The medical team was able to ¿stabilize¿ the patient. An unspecified infusion was initiated at 6.6ml/hour. After an unspecified amount of time (also reported as ¿after a while¿) the patient went into cardiac arrest again. The outcome of the event was not reported. Furthermore, this event is being further investigated by integrated university health and social services centres (ciusss) to determine if ¿the patient received the correct volume of medication.¿ no further information was available at the time of this report.

Manufacturer narrative:
Additional information: h6 and h11. H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.